Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received. The materials used in the permanent cautery hook instrument have been tested for biocompatibility. All materials were found to be appropriately biocompatible for their intended use.

Event description:
It was reported that while performing the splenic flexure takedown during a da vinci s low anterior resection procedure, a piece of plastic from the permanent cautery hook instrument broke off and fell inside of the pt. The broken piece was not retrieved. The instrument had been in use for approx 1.5 hours when the break occurred. The instrument was removed and replaced with another instrument and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.